Event description:
The patient rec'd two leads with the same lot number. It was reported the patient had an increase in strength of the stimulation. The sjm representative met with the patient and determined the patient was experiencing rib stimulation. An x-ray was taken which revealed lead migration. The patient reported frequent bending. Reprogramming was able to provide stimulation, but the patient reported again the stimulation was lost. F/u identified the physician planned to undertake surgical intervention to address the lead migration.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.